Event description:
A malfunction alarm labeled as malf 12 was reported, which prompted technical support to assist the customer with resetting the pump. There was no information provided regarding any adverse impact to the customer¿s blood glucose level. The pump was successfully reset, and the customer was instructed to continue using it and to contact support again if the issue reoccurred.